Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while wearing the infusion device. The caller reported that on (B)(6) 2018 he began to experience elevated blood glucose levels between 400-500 mg/dl. The patient experienced symptoms of fatigue, thirst, and frequent urination. The patient attempted to self-treat by administering an extended boli, changed the infusion set, and used an insulin pen; however blood glucose levels did not decrease. On (B)(6) 2019 the patient went to the hospital. The blood glucose results obtained at the hospital were not provided. The hospital treated the patient with actrapid insulin injections, however his blood glucose levels did not decease. The hospital then connected the patient to the hospital's infusion device. After 2 days, the blood glucose levels began to decrease. The patient was discharged from the hospital on (B)(6) 2018. At the time of the report the patient was connected to his infusion device without issue. The infusion device was requested to be returned for product evaluation.